Manufacturer narrative:
The customer¿s report that the blood tubing leaked was confirmed to be a leak from the top of the drip chamber. Functional testing found the set leaked at the engagement between the top of the filtered drip chamber and tubing. Closer inspection under a lab microscope observed insufficient solvent at the engagement between the tubing and the top drip chamber ports. The root cause of the leak was found to be a result of multiple contributing factors of incorrect bonding method into dispenser and flow restrictions that didn¿t apply a sufficient amount of solvent needed to facilitate full tubing insertion into the drip chamber cap and incorrect engagements. The customer¿s report that ¿the clamp did not engage¿ was not confirmed. The root cause of the customer¿s report of clamp did not engaged could not be identified because functional testing was able to engage each safety clamp on the received set.

Event description:
It was reported that during a rbc transfusion, the blood tubing leaked. The patient was able to complete the blood transfusion. The rn attempted to clamp the line however the clamp did not engage. No patient harm occurred.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient gender and weight were not provided.

Event description:
It was reported that during a rbc transfusion, the blood tubing leaked. The patient was able to complete the blood transfusion. The rn attempted to clamp the line however the clamp did not engage. No patient harm occurred.